Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient presented to the emergency room with a ruptured aneurysm. The patient had not received endovascular treatment previously and the decision was made to proceed with endovascular treatment. The aneurx stent graft system was successfully implanted and there was a good final angiogram; however later the same evening the patient had a heart attack and expired.

Manufacturer narrative:
.